Manufacturer narrative:
The device remains implanted in the patient pending revision surgery. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The patient underwent a total ankle replacement surgical procedure. It was reported that the patient may need to undergo a revision surgery for reasons that were not reported.